Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent a percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2016, report indicated it was painful and difficult for the patient to perform the push and pull routine. Gastric fluid and a small quantity of blood retired after doing the push and pull routine. The patient has been advised to consult a gastro-enterologist. On (B)(6) 2016, report indicated the patient suffers from an ulcer for which pantomed has been started. On 1 jul 2016, it was reported that the patient experienced more moisture at the peg site. The patient has been advised to correctly place the external fixation plate. The home nurse will start to treat the wound with malinox on (B)(6) 2016

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Gastric ulcer/hemorrhage is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.